Event description:
According to the available information the patient's mother states she came across a catheter with the tip cut off. Luckily it was never used but the patient could have easily not noticed it. Mother just wanted to let us know.